Manufacturer narrative:
The device context of use is unknown; multiple attempts were made to obtain this information with no response received. However, it was noted that there was no patient harm or injury reported. The field service engineer (fse) replaced the touchscreen and front panel to resolve the issue. The unit was tested, and it was returned to service. Although requested to be returned, the removed component was not received for evaluation at this time; therefore, the root cause at the component level could not be determined. If the component is received, an evaluation will be performed and an additional report will be submitted.

Manufacturer narrative:
Report date: 04sep2021. (B)(6).

Event description:
The customer reported that the lower part of the touchscreen does not work, not even after a calibration. The customer reported it seems like the front panel is defective. Patient involvement information is pending. There was no report of patient harm.